Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedances measurements greater than 3000 ohms in the right atrial (ra) channel with noise oversensing leading to false atrial tachy response (atr) episodes. An ra lead fracture was suspected by the field representative based on isometrics evaluation. Technical services (ts) recommended programming enhancements. The patient was reporter to be in stable condition and the physician decided to continue monitoring. This device remains in service. No adverse patient effects were reported.